Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device received with cracked battery tube threads, broken reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address or serial number label. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated that drive support cap was protruded. Customer stated that insulin pump had crack on top of reservoir compartment and reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.